Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during the packaging and release process. Review of the device history record showed all relevant tests performed passed and that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgical drill can not be powered off, intermittently, due to a faulty activation switch. The drill is activated using a detachable hand switch. The switch must be pressed down to operate the drill. When the switch is released, the drill powers off. The department who reported the fault have two detachable hand switches which are both used with dhe drill. Problem: both detachable hand switches are intermittently sticking in th "on" position, making it impossible to power the drill off. This report is 1 of 3 for (B)(4).